Event description:
The customer reported that the rotator broke during use. There was spray. The customer reported three defective devices. No harm or injury was reported. This is one of three reports for this complaint: 1721504-2011-00347, 1721504-2011-00349.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.